Event description:
It was reported by the rep that the (1) er320 was used during a cholecystectomy procedure. It was reported that the clips were fired open. It was not reported how the case was completed. There was no consequence to the pt.